Event description:
It was reported that the device was used during a gastrectomy (sub-total) procedure. It was reported by the affilite that the tissue pad dropped. The tissue pad did not fall into the pt. There was no pt consequence.